Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system single port with bd maxzero¿ leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that blood leaks out of control plug.

Manufacturer narrative:
H6: investigation summary/ our quality engineer inspected the photograph submitted for evaluation. Bd received a photograph which displayed a 18g x 1.25in. Nexiva unit inside of a plastic bag. Due to the quality of the photo, the lot number cannot be identified. The catheter assembly is visible along with part of the extension tubing. The luer adapter and a portion of the extension tubing are not visible as they are behind the label. No media can be seen throughout the unit, no damage to the unit can be identified and no leak is visible either. The photo provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system single port with bd maxzero¿ leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that blood leaks out of control plug.